Manufacturer narrative:
Batch review performed on 03-07-2025. Cup: mpact 01.32.158mh acetabular shell ø58 multi-hole lot. 2349362: (B)(4) items manufactured and released on 29-07-2024 expiration date: 2029-07-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review (infection and mobilization considered). Additional components involved in the event. Liner: mpact 01.32.3648hct mpact flat liner hc 36/f (k103721) lot. 2406864: (B)(4) items manufactured and released on 07-05-2024 expiration date: 2029-04-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0015 cancellous bone screw ø 6,5 l 15 (k200391) lot 2315733: (B)(4) items manufactured and released on 18-08-2023 expiration date: 2028-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0020 cancellous bone screw ø 6,5 l 20 (k200391) lot. 2312887: (B)(4) items manufactured and released on 12-07-2023 expiration date: 2028-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0030 cancellous bone screw ø 6,5 l 30 200391) lot. 2307613: (B)(4) items manufactured and released on 27-07-2023 expiration date: 2028-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0020 cancellous bone screw ø 6,5 l 20 (k200391) lot. 2319062: (B)(4) items manufactured and released on 06-09-2023 expiration date: 2028-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0025 cancellous bone screw ø 6,5 l25(k200391) lot. 2413325: (B)(4) items manufactured and released on 03-07-2024 expiration date: 2029-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0035 cancellous bone screw ø 6,5 l35 (k200391) lot. 2312906: (B)(4) items manufactured and released on 12-07-2023 expiration date: 2028-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k132879) lot. 2434502: (B)(4) items manufactured and released on 12-07-2023 expiration date: 2028-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection and septic mobilization are a known possible complication of primary hip arthroplasty. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
In (B)(6) 2025 the patient underwent tha. On the (B)(6), the patient underwent revision surgery due to an acetabular fracture caused by trauma. No MDR sent as it was a traumatic event. Currently, on the (B)(6), the patient underwent revision due to suspected infection. The surgeon removed the head and liner and performed a washout. Also, the surgeon tested the cup stability and found it mobilized. The surgeon then proceeded with the revision of the cup too with a 62 mpact two-holes cup. Surgery completed successfully.